Manufacturer narrative:
The insulin pump was received with cracked lcd glass. Analysis was unable to perform functional test due to display anomaly. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had cosmetic damage. Blood glucose was unknown. It was reported that there were cracks around display window. The insulin pump was returned for analysis.